Event description:
Patient experienced increased pain. A catheter dye study was performed on (B)(6) 2011; healthcare provider (hcp) was unable to aspirate fluid. A catheter revision was done on (B)(6) 2011. The pump was delivering morphine and bupivacaine. Outcome was indicated as resolved without sequel.

Manufacturer narrative:
Catheter model: 8709, lot # unk, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011; catheter model: 8596sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk; catheter model: 8590-9, lot # n269592, implanted: (B)(6) 2010, explanted: unk; lead programmer model: 8835, serial # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the device event was an occluded catheter. The occlusion was located in the intrathecal portion.